Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 device kept timing out. The pt had a lot of large branches and the burn time was longer than normal on each. The user decided to do two stab incisions to take two of the larger branches. He did not want to open a new kit. At the very end he removed the hemopro2 cutting device to clean the jaws and while cleaning, the wires pulled away from the jaws. At that point he only had to do his stab and grab, then run the vein, so he completed the case with the device with no further issue. The reported kit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiovascular for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received and the investigation is completed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).